Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve ((B)(6)), as the loader was advancing the inflow cone of the compression loading system (cls), the valve inverted. The valve and delivery catheter system (dcs) were replaced. The replacement valve ((B)(6)) was successfully loaded. Due to the patient's calcified iliac artery, the delivery catheter system (dcs) could not cross the artery. The dcs was removed from the body. It was reported that there was an edge at the end of the capsule where the transition between the capsule end and nose cone was not smooth because of the maneuver to advance in the iliac artery. A third valve ((B)(6)) was loaded onto another dcs. The wire was replaced with a stiffer wire. A percutaneous transluminal angioplasty (pta) was performed in the iliac artery. After the pre-work was completed, the team was able to advance and cross the iliac artery. The valve ((B)(6)) was implanted with a successful result. A little delamination was observed on the capsule. It was reported that the patient had a bleeding complication at the iliac artery after retrieving the sheath as the closure system (prostyle) failed. The patient required a blood transfusion, resuscitation and vascular surgery to address the complication with a bypass. The patient was reported to be stable 2 days following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34; product serial number (B)(6); product type: heart valve; product ID evolutfx-34; product serial number (B)(6); product type: heart valve; product ID evolutfx-34; product serial number (B)(6); product type: heart valve; implant date (B)(6) 2024 ; product ID l-evolutfx-34; ; product type: compression loading system ; product ID prostyle; ; product type: closure device; product ID unknown sheath; ; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the left side was used as the access site for the delivery catheter system (dcs) and the injury was on the left side. The minimum diameter of the access vessel was 5.2 millimeter (mm). Per the physician, the bleeding was caused by difficulty inserting the non-medtronic (cook) introducer sheath and the dcs. It was not clear which device ultimately caused the bleeding. Per the physician, calcification in the patient¿s anatomy contributed to the injury.